Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer checked all the connections and calibrated the touchscreen. The touchscreen worked well for a short period of time and then became unresponsive again. The fse advised the customer to replace the touchscreen. The customer reported that replacing the touchscreen resolved the issue.

Event description:
It was reported that the unit's touchscreen was intermittently unresponsive. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified, estimate used.